Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse was able to input the electrocardiogram normally. There were no abnormalities with the unit. All functional and safety checks were performed to meet factory specifications.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pumps (iabp) direct input ECG signal is not displayed. There was no health hazard to the patient.